Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical records review: the patient with a history of protein c deficiency underwent successful inferior vena cava (ivc) filter placement via right internal jugular vein subsequent to presentation with complaints of dyspnea and a diagnoses of recurrent lower extremity deep vein thrombosis (dvt) with pulmonary embolus (pe) while on adequate anticoagulation. Approximately six months post filter deployment, the patient underwent successful partial thrombectomy and transcatheter lysis for areas of chronic-appearing thrombotic occlusion of the popliteal vein, acute thrombus located at the distal superficial femoral vein/common femoral vein/external and common iliac vein which extended into the ivc distal to the filter. Although discussed, there was no evidence to substantiate ivc filter removal. Approximately four months later, CT of the chest performed due to chest pain and history of pe showed a collapsed appearance of the ivc below the right atrium/diaphragm. Left lower extremity doppler consistent with deep vein thrombosis of the left superficial femoral and popliteal veins. Approximately one year post filter deployment, the patient presented in a hypercoagulable state with new right lower extremity dvt and pulmonary embolus. At that time, the patient was started on anticoagulation and discharged on anticoagulation. No further information was noted regarding the filter and the current status of the patient. Investigation summary: no device was returned for evaluation and images were not returned for evaluation. However, medical records were provided and reviewed. Approximately one year post filter, the patient presented in a hypercoagulable state with new right lower extremity dvt and pulmonary embolus. Therefore, based on the provided medical records, it can be confirmed that the patient experienced pe after filter implantation. The investigation is inconclusive for any alleged deficiency with the filter. The origin of the pe and the relationship to the filter has not been established in the provided medical records. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Possible complications include, but are not limited to, the following: - acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was deployed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the patient experienced a pulmonary embolism. The current patient status is unknown.